Manufacturer narrative:
Hologic product applications specialist (pas) reviewed logs and found no hardware issues or gross contamination on either the panther or fusion side of the instrument. The pcr samples all appeared to be true negatives, while the tma samples had low rlu values, indicative of low target or sample mishandling. Hologic technical support relayed pas review to customer. No further issues reported. Hologic and FDA met on october 29, 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (eua(B)(4)), aptima sars-cov-2 (eua(B)(4)), and aptima sars-cov-2/flu (eua(B)(4)). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from (B)(6) 2020 to present.

Event description:
Customer reported getting different results for samples during their comparison study between the sars-cov-2 tma and pcr assays on the panther fusion sn (B)(4). Each test was a new aliquot. Customer reported 4 negative pcr samples in wl 003553-20210302-03 using assay lot 287202 which had originally tested positive on the sars-cov-2 tma test. The information provided by the customer was insufficient to characterize any sample as a confirmed false result. There was no indication of results being reported to patients.